Event description:
Reference number (B)(4) event occurred in united kingdom. It was reported that the patient faced an infusion set tubing detached event on (B)(6) 2025 from the cap part of the cannula. Patient also suffered from high blood glucose level and high ketones level. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary complaint investigation results: a complaint investigation has been initiated. The reference samples for the lot 6004364 have been tested in database record (B)(4) on 01-apr-2024. Test results: the reference samples were visually inspected. All test results were within specifications as per the test report (B)(4). The reference samples were static pull base-connector. All test results were within specifications. Device history record (DHR) review: the lot 6004364 manufactured according to the document (B)(4) on the packing process in the line inset 6, on 17/nov/2023, with a total of (B)(4). Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Trending: a query was run in database on 23-jun-2025 against malfunction code tubing connector detached from infusion set (cannula part/base piece) and lot 6004364, with no trend identified. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.